Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative researched and performed tests on returned parts. No further repair information is available.

Event description:
The customer reported that the system would not perform fluoroscopy. No patient injury was reported.